Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored ventricular episode where five shocks and anti-tachycardia pacing (atp) were delivered. Technical services (ts) analyzed device episode data and determined that this episode was caused by atrial fibrillation (af) with rapid ventricular response (rvr) falling into the programmed ventricular fibrillation (vf) zone. Therefore, the therapy delivered was inappropriate. It was noted that the patient went to the hospital. The device was reprogrammed by a boston scientific field representative in the hospital. No additional adverse patient effects were reported. Currently, this ICD remains in service.